Manufacturer narrative:
(B)(4).

Event description:
The neurostimulator (ins) stopped working. The ins was interrogated and there was no telemetry. The pt always recharged their ins and never allowed it to become overdischarged. The ins was replaced with a non-rechargeable device and the pt recovered without sequela.